Event description:
It was reported that the metal tip of the laser fiber broke off inside the patient after 206,879j with 22:48 minutes of use and the laser was not working well. The tip was flushed out of the bladder with saline. The fiber tip was cleaned during the procedure. A second fiber was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device codes added, device evaluated by manufacturer updated, evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This this would cause reduced vaporization efficiency. Cap wear acceleration lead t the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the metal tip of the laser fiber broke off inside the patient after 206,879j with 22:48 minutes of use and the laser was not working well. The tip was flushed out of the bladder with saline. The fiber tip was cleaned during the procedure. A second fiber was used to complete the procedure without clinical consequences to the patient.